Event description:
It was reported that the patient's right l1 lead had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was replaced but could not be completely explanted as it fractured. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.